Manufacturer narrative:
The device was evaluated and evaluation found that due to clogging of nozzle, air supply volume and water supply volume did not meet the standard value. According to repair, third party repair had been performed on the returned device. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: light guide (lg)-bundle was slipping down; water removal ability did not meet the standard value due to clogging of nozzle; bending tube was deformed; due to wear of angle wire, the play of u/d knob was out of the standard value and bending angle in up direction did not meet the standard value and illumination was uneven due to slipping out of lg bundle; lg lens, objective lens, connecting tube and control unit had discoloration; lg connector and suction-cylinder had corrosion and the image had white dots due to damage on charged couple device unit. Scratches were found on video cable, video connector, video connector case, plastic distal end cover, connecting tube has a scratch, lg connector, grip, scope-cover, forceps elevator, free-engage knob, upward/downward (u/d knob) and right/left angulation control knob, control unit and on the universal cord. Also flare occurred due to a scratch on objective lens. As per device evaluation, foreign material adhered to/found in different parts of scope has been attributed to insufficient cleaning. The customer had cleaned, disinfected, and sterilized (cds) the device before sent it to olympus. The customer flushed the air/water nozzle with water and air and had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer did not have any idea about the foreign material adhered to the endoscope. The customer aspirated the water through the instrument/suction channel and had wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The customer had wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The customer had wiped/brushed the insertion section (including bending section) with clean lint-free cloths, brushes, or sponges. According to customer it was unknown, whether there was any delay in the start of precleaning; whether the endoscope was pre-soaked in the detergent solution and whether there any abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had defective air and water supply. According to the customer the subject device was inspected before use. The unspecified diagnostic inspection procedure was completed with continued use of the same device. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation, the foreign material adhered to/found in the following locations: forceps channel / suction cylinder / nozzle / phone tie coupler/ plastic distal end cover / bending section cover ( a-rubber) adhesive part / a-rubber was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.